Event description:
It was reported that a malfunction occurred potentially due to the pump being left in a locker at a water park, which might have led to water exposure. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer technical support provided information to reset the pump and assisted the customer with the process, after which the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to call back if the issue recurs and confirmed understanding of the instructions.